Manufacturer narrative:
The investigation of the subject event is in process. A follow-up MDR will be submitted should additional information become available.

Event description:
The user facility reported that an employee obtained a hand injury while operating their reliance 444 single-chamber washer/disinfector. Medical treatment was sought and administered.

Manufacturer narrative:
A technician from steris dealer, device technologies australia (dta), arrived onsite to inspect the reliance 444 single-chamber washer/disinfector and found that the manual door cable was broken. As the manual door cable broke, the door fell and contacted the employee's hand resulting in the reported event. The unit was manufactured in 2006 making it approximately 16 years old at the time of the reported event. The reliance 444 single-chamber washer/disinfector is not under steris service agreement for maintenance activities; the user facility is responsible for all maintenance activities. In lieu of replacing the manual door cable, the customer elected to purchase a new washer/disinfector. No additional issues have been reported.